Event description:
During service, the unit failed pre-final testing as a no flow condition was found. Further investigation revealed the turbine did not spin when the unit was in a normal operation mode. Replaced the motor board due to a resistive short circuit of capacitor c1, which controls proper turbine operation. The unit had not been used on a pt and had been returned unopened and unused.